Event description:
It was reported that during device interrogation it was found that the right atrial (ra) lead was detecting r wave oversensing. X-ray was performed revealing dislodgment; the ra lead had fallen into the right ventricle. The ra lead was capped and replaced on (B)(6) 2023. The patient did not experience any adverse side effects and was discharged the same day in stable condition.